Event description:
It was reported that during preparation for a case, the balloon from a 120804fp fogarty embolectomy catheter was leaking. No patient invovlement. The device is available for return.

Manufacturer narrative:
Our product evaluation lab received one 120804f. Report of leaking was confirmed. The balloon latex appeared deteriorated. Multiple cracks and tears were evident on the balloon latex. Leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from the distal winding to check balloon edges at the tears and the edges did not appear to match. Per IFU, latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment was performed to address balloons with latex fragmentations for embolectomy catheters, and a CAPA to address balloon deterioration. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. As a corrective action, the "butata" packaging was reinstituted. Units with the new packaging were released starting mid-august 2023. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.